Event description:
During the intubation of a patient in a core-0 situation the tip of the adapter end of the sheridan 8.5 et tube came off and made it hard to properly bag (laerdol:adult resusitator - bag value mask) the patitne. It required taping which worked temporarily. The adaptor was then held in the et tube by handdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, material degradation/deterioration, telemetry failure. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: invalid data. The device was destroyed/disposed of.